Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 (B)(4) (for, con): it was reported that in (B)(6) 2019, the patient was implanted with an adjustable pressure shunt due to hydrocephalus. In (B)(6) 2020, the patient went to the hospital for treatment due to mild coma. In (B)(6) 2020, the family of the patient contacted the surgeon, and they indicated that pressure measurement/regulation should be carried out. Currently, the patient was still in a mild coma.